Event description:
It was reported that the catheter had either migrated or fractured. It was noted that the patient had a computed tomography (CT) scan and x-rays in (B)(6) to look for catheter fragments. It was noted then that the device system was removed at that time, but the patient still had a catheter segment noted in her spine. It was also reported at that time, that the patient did not have any symptoms or adverse event. It was indicated that a magnetic resonance imaging was planned to determine if the l2-3 catheter fragment was connected to the intraspinal catheter fragment. The drug delivered via pump was unknown. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8832, serial# (B)(4), product type programmer; patient product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).